Event description:
The dentist reported separating files on three different occassions and elected to fill around the files to complete the procedures. There were no reports of injury to the patients.